Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed within the dialysate effluent in the hanson hoses. The blood leak was an internal blood leak. However due to the nature of the leak location, blood externally leaked at the hanson hoses when disconnected from the dialyzer. The biomedical technician confirmed the machine would be bleached before being returned to service. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
H3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination, a delamination was observed on the non-cavity ID end of the dialyzer located between approximately 340° to 90°, with the dialysate ports positioned at 0°. The reported issue was confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.